Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise. Technical services (ts) to disable the device, rescreen and assess the other vectors. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system exhibited t wave oversensing that led into inappropriate shock. This device remains in service. No additional adverse patient effects were reported.